Event description:
It was reported when using the bd microtainer® sst¿ tubes, the device experienced abnormal additive. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it seems the liquid inserted in the microtainers has solidified. Just to note these have been kept away at the correct temperature along with our other microtainers. I have attached some pictures for your reference and have also cc'd in (B)(6) - one of our distribution managers who can explain in more detail should you require any further information.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed as the barrier gel was located towards the top portion of the reservoir instead of the bottom of the reservoir. Based on photos, no discrepancy was observed in terms of the barrier gel properties. Additionally, fifty (50) retention samples from the bd inventory were visually evaluated and the customer's indicated failure mode of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode based on the evidence from the photos provided.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode based on the evidence from the photos provided. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® sst¿ tubes, the device experienced abnormal additive. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it seems the liquid inserted in the microtainers has solidified. Just to note these have been kept away at the correct temperature along with our other microtainers. (B)(4).

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode based on the evidence from the photos provided. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® sst¿ tubes, the device experienced abnormal additive. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it seems the liquid inserted in the microtainers has solidified. Just to note these have been kept away at the correct temperature along with our other microtainers. (B)(4).